Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unit alarmed compromised force sensor system at 3.0 lbs. During prime due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, reservoir tube, and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the fill cannula process. The insulin pump alarmed motor error again after changing the infusion set. The customer was able to complete the rewind sequence. Customer's blood glucose level was 275 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.